Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and tachy device exhibited high shock impedance measurement during implant and the implanting physician was closing the pocket. Boston scientific technical services (ts) discussed not to close the pocket. Further, the field representative was advised to check connections in the header and to make sure that set screws were down and lead all the way in the header. The field representative would then call back about the device details and outcome. Additional information received that a surgical intervention was performed. The pocket was closed and was re-opened to tighten the set screw. After which, impedance measurement was within normal limits. The system remains in service. No additional adverse patient effects were reported.